Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2013 to debride the implant area and remove excess skin overgrowth from around the abutment.

Manufacturer narrative:
(B)(4): implanted device remains.